Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 9.8 mmol/l and 4.5 mmol/l within 10 minutes on the mobile system. Customer reported feeling hypoglycemic with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.